Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: suction tube resistance, passed dry leak test, passed wet leak test, insertion tube bump at stage 2, insertion tube mild scratches at stage 1. The device was refurbished, cleaned, and disinfected, angle adjustments made, and video image calibrated. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested a RMA for no video image error message on a ec38-i10l- video colonoscope. The customer stated the message is check scope-error 12. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay or medical intervention reported. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.